Event description:
During cardiopulmonary bypass, near the conclusion of the procedure, the user attempted to execute a command via the central control monitor touch-screen. The display device subsequently displayed "system computer needs service." The bypass procedure was concluded successfully, without adverse consequences to the pt.